Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 53 mg/dl. The customer stated their blood glucose ranged from 53 mg/dl ¿ 350 mg/dl. The customer declined troubleshoot for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.